Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were not passed as the receiver will not turn on even with a known good battery. Functional tests were not performed as the receiver will not turn on even with a known good battery. An internal visual inspection was performed and failed due to a damaged battery. The receiver log was not downloaded and reviewed due to the receiver no turning on. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.